Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the physician, who is not trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after a right coronary interventional catheterization procedure. The trigger was fired and the device became stuck. Counter tension was applied and the device was pulled and removed. Hemostasis was achieved with the starclose device. There was no patient injury. The device will not be returning. No additional information is available.